Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15440252 was received for evaluation. Visual inspection revealed that the suture system was broken. The suture near the button was frayed and showed signs of excessive force, as a tight suture bunch was noted. Pieces of the tag were returned, which showed that they were frayed. Functional testing cannot be performed as the device was damaged. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.